Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lower anterior resection. The surgeon could not fire the device. The device was able to close on the jaws. The case was completed using another device. Patient status is alive, no injury.